Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The electrical allegations were not confirmed based on normal lead resistance measurements indicating all conductors are intact and a passing hipot test. The x-ray inspection showed the inner coil was slightly stretched-out near the tip end.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and elevated pacing threshold measurements. The ra lead was then explanted. No additional adverse patient effects were reported.